Event description:
It was reported during a procedure using two non-boston scientific sheathes, 6fr and 11fr in size, the patient experienced a left groin bleeding and hematoma at their access site. The patient's blood pressure was noted to be low, though pressure was held and hemostasis was attained. Overnight there was no improvement in patient condition. A transfusion of two units of blood was performed. A computed tomography (CT) scan was performed and was negative for retroperitoneal bleed. The patient's blood pressure was still low. Acute pancreatitis was noted on the CT scan. The patient was intubated but was in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5163608.